Event description:
It was reported that a (B)(6) verisight pro catheter was used in a venous structural heart procedure concomitantly along with a non-(B)(6) gore atrial septa! Defect (asd) device. During the procedure, the asd device embolized as soon as it was deployed. The asd device fell back into the right atrium and remained in the pulmonary artery. The asd device stayed intact, but came off the septum, thus, it was snared. Physician tried to place a larger device, but defect was too large; therefore, no device was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).